Event description:
Capsulectomy performed.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, b6, b7.

Event description:
Patient reported "was diagnosed with breast implant¿associated anaplastic large cell lymphoma (bia-alcl)", "breast became bigger and I feel something inside", "huge swelling of right breast, seroma, pain in lymph nodes", "lymphoma cells were found in seroma within the implant capsule. Ae1/3 - negative; cd30 - positive; lca - positive", "experienced a progressive enlargement of the right breast due to recurrent seroma formation. The seroma required four aspirations: approximately 650 ml at the first aspiration, 450 ml at the second, 450 ml at the third, and under 300 ml at the fourth. The patient reported significant pain, stretching of the breast skin, and discomfort in regional lymph nodes. No systemic b- or t-cell symptoms were observed, including fever, night sweats, or unintentional weight loss", "recurrent peri-implant seroma", "pain, skin stretching, and functional impairment" and per ultrasound "folding of the implant is seen, mostly in the lower medial breast". This record is for right side. Device was explanted and is unknown if the device will be returned.

Manufacturer narrative:
Name and contact information of physicians: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further investigation: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review the device will not be returned for analysis in the device analysis laboratory. However, the reported event lymphoma alcl suspected is classified as medical and it is unable to observe, therefore it is unable to be confirmed. A review of the current risk documents was performed in rmf-chl-bi family (v15.0), and the event of bia-alcl is a known hazard for breast implants. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma alcl suspected will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. The events of alcl suspected and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl-suspected and seroma.